Event description:
One discordant negative result received during an evaluation study. The sofia sars result was negative and the pcr result was positive. Known previously positive patients were used in the study and the date post onset of symptoms was not collected. Samples were collected in 3ml saline.

Manufacturer narrative:
Investigation conclusion: tested 5x retained devices with positive standard. All devices yielded valid and accurate negative results at the 15 minute result read time. Analyzer data was obtained and analyzed as part of the investigation. The customer was using 3ml saline as a transport media instead of the recommended 1ml. Possibly the sample was diluted below the lod. Root cause: could not duplicate with retains. Unable to determine. Source: email.